Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device it is not possible to assess any manufacturing issues with the device. The IFU indicates that pulmonary artery perforation is a known potential adverse event which has been identified as a possible complication of the use of pulmonary artery catheters, such as the swan-ganz. There are multiple patient and procedural factors that alone or in combination can cause or contribute to pulmonary artery perforation, including: pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, arteriovenous fistula formation, and other vascular traumas. Extreme care should therefore be exercised during the measurement of pulmonary artery wedge pressure in patients with pulmonary hypertension. Balloon inflation should be limited to 2 cycles or 10 to 15 seconds for all patients. A central location of the catheter tip near the hilum of the lung may prevent pulmonary artery perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions or conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
It is unclear if the device will be available for evaluation. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. If the device becomes available, a supplemental report will be submitted. The lot number was not provided, therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported by an abbott representative that during the right heart catheterization procedure prior to cardiomems implant the physician perforated the pulmonary artery of the patient while inflating the balloon of the edwards 7fr swan-ganz catheter. This took place before anything pertaining to the cardiomems portion of the procedure was started. The procedure was abandoned. As an intervention, coiling was performed but was not successful in treating the perforation and the patient expired. It is unclear if the device is available for return. This was initially reported to abbott as the procedure was a cardiomems implant, but the abbott product was not involved in the adverse event.